Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed open, weeping, and bleeding sores under the therapy electrodes from the lifevest. The patient has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient's primary care physician prescribed gentalin beta and an antihistamine for the skin irritation. The patient reported being in the hospital, there is no indication that the patient was hospitalized due to the skin irritation. Follow up indicated that the patient's skin irritation improved.